Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, lymphadenopathy, and seroma.

Event description:
Through the journal article "bone marrow involvement by breast implant-associated anaplastic large cell lymphoma," healthcare professional reported right side axillary lymphadenopathy, hypermetabolic right axillary lymph node, anaplastic large cell lymphoma (alcl), alk-negative, positive for cd30, bone marrow biopsy showed that lymphoma cells constituted approximately 1% of bone marrow cells,velvety¿ appearance of exudative, fibrinous tissue, and surrounded by brown, turbid fluid. The device has been explanted. Manufacture of the device is unknown. Treatment: six 3-weekly cycles of immunochemotherapy with cyclophosphamide, doxorubicin, prednisone and brentuximab vedotin, and capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, b.7, d.6b.

Event description:
Through the journal article "bone marrow involvement by breast implant-associated anaplastic large cell lymphoma," healthcare professional reported right side axillary lymphadenopathy, hypermetabolic right axillary lymph node, anaplastic large cell lymphoma (alcl), alk-negative, positive for cd30, bone marrow biopsy showed that lymphoma cells constituted approximately 1% of bone marrow cells,velvety¿ appearance of exudative, fibrinous tissue, and surrounded by brown, turbid fluid. The device has been explanted. Treatment: six 3-weekly cycles of immunochemotherapy with cyclophosphamide, doxorubicin, prednisone and brentuximab vedotin, and capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Through the journal article "bone marrow involvement by breast implant-associated anaplastic large cell lymphoma," healthcare professional reported right side axillary lymphadenopathy, hypermetabolic right axillary lymph node, anaplastic large cell lymphoma (alcl), alk-negative, positive for cd30, bone marrow biopsy showed that lymphoma cells constituted approximately 1% of bone marrow cells,velvety¿ appearance of exudative, fibrinous tissue, and surrounded by brown, turbid fluid. The device has been explanted. Treatment: six 3-weekly cycles of immunochemotherapy with cyclophosphamide, doxorubicin, prednisone and brentuximab vedotin, and capsulectomy.